Event description:
The facility representative reported a colleague infusion pump with a stuck keypad. This condition was found upon power up of the device in the oncology care area. This condition has the potential to interrupt delivery. The facility representative stated that there was no patient involvement, patient injury or medical intervention. No additional information is available. The user interface module software version is 5.04.00 - unremediated.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a stuck keypad was confirmed but not duplicated by baxter service personnel. The root cause of this condition was determined to be the "stop" key on channel b had a short, due to corrosion in the channel b pump head module. The channel b pump head module was replaced to correct this condition. A service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional information be received, a follow-up medwatch will be submitted.